Event description:
This ra lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2017 due to lead damage of lead body, insulation and terminal end. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).